Manufacturer narrative:
Customer complained about having blank display and moisture damage. Device received with a constant blank flashing white light on the display and constantly beeping. Unable to download thumps or perform functional testing due to flashing white light on display. Device was received with partially broken reservoir tube lip, partially broken retainer, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. Device was cut opened and inspected. Moisture damage found all over the place on electrical board 1 and on lcd 40 pin flex cable copper connector traces and inside connector on electrical board 2. Cleaned/dried the moisture damage area and tried again. The insulin pump is still blank flashing white light. Swapped the electrical board 1 with a test board and powered up. The problem is still the same. Repeated swapped the electrical board 2 with a test board. The insulin pump was blank flashing after all. In conclusion, physical damage/moisture damage was confirmed. Device received with a constant blank flashing white light on the display and constantly beeping due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display due to moisture exposure. Customer stated they had jumped into the pool with their insulin pump on them. Troubleshooting was performed. Display was not blank for less than 30 seconds and did not return. Display did not return after insulin pump restarted. Contacts on the battery cap were not missing or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.